Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced. The customer did not allow to send the faulty air gas module for further investigations. Despite several reminders we have not received any device log files. The only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. Given this, we have not been able to confirm the problem nor can we identify any root cause.

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).